Manufacturer narrative:
D4 lot number - unknown. H4 device manufacture date - unknown without lot identification. H3 device evaluation - the complaint device was ultimately implanted and cannot be returned for evaluation. Without the opportunity to examine the complaint product no conclusions can be drawn regarding the root cause of the reported malfunction. Review of device history records and lot specific complaint history review were not possible without lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2024-00035).

Event description:
It was reported that a procedure was performed in australia on (B)(6) 2024, utilizing the reform mc midline cortical screw system. During the procedure the reform ti modular polyaxial tulip assembly (39-mt-0401) was assembled onto the midline cortical bone screw (59-bp-xxxx) on the nurses table. The assembled screw was loaded onto a t25 cannulated poly driver w/lock (c3164) and the driver was tightened and locked. The screw was placed into the patient and when the screwdriver was released from the screw the tulip disassembled from the screw and dropped into the wound. The tulip was retrieved using forceps and was snapped back onto the screw by the surgeon and the procedure was completed successfully. There was no patient injury and an approximate 5 minute delay to the procedure.